Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with over 300 units of insulin. The customer reported a blood glucose level of 267 mg/dl, which was addressed with a correction bolus via the insulin pump. During the call, after the bolus was delivered, the pump re-estimated to an accurate fill estimate of 235 units. During a follow-up call with the customer, tandem technical support provided a static number explanation, and was recommended to monitor pump performance.